Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used to close arterial access; however, after the balloon was inflated then pulled back, it ruptured at the 2nd stop and went through the 6f non-cordis sheath. There was no reported patient injury. The mynx device was intended to be used for an interventional peripheral procedure using a retrograde approach. The deployer¿s mynx training status was in training. The device was stored as per the labeling and was opened in a sterile field. The mynx vcd was prepped according to IFU. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used for the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had a little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The procedure used a 6f non-cordis sheath. A femoral angiogram was taken and confirmed that the puncture site was free of peripheral vascular disease (pvd). The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. Hemostasis was achieved by manual pressure and the procedure was completed. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f2002702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
The 6f/7f mynx grip vascular closure device (vcd) was used to close arterial access, however, after the balloon was inflated then pulled back, it ruptured at the 2nd stop and went through the 6f non-cordis sheath. Therefore, hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The mynx device was intended to be used for an interventional peripheral procedure using a retrograde approach. The deployer¿s mynx training status was in training. The mynx vcd was prepped according to IFU. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used for the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had a little vessel tortuosity. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The procedure used a 6f non-cordis sheath. A femoral angiogram was taken and confirmed that the puncture site was free of peripheral vascular disease (pvd). The device was stored as per the labeling and was opened in a sterile field. The device will not be returned for analysis since it was discarded. Additional procedural details were requested but are unknown.